Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 340's mg/dl and 150's mg/dl. The customer could not recall the exact values. No adverse event reported. Return of the suspect device was requested for evaluation.